Event description:
The customer reported via phone call that she needed assistance with programming the insulin pump. The customer stated that she recently had eight of her fingertips removed and was unable to make adjustments to the device herself. Customer stated that over three to four days leading up to the call, she had been experiencing high blood glucose levels. Blood glucose level was 506 mg/dl at the time of the call. The customer stated that that the insulin pump was only set to deliver 10 units of insulin and she needed 25 units. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.